Event description:
The user's hearing performance was affected. The user was re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Based on measurements performed on the device during explant investigation, it must be assumed that the explantation was not due to a technical problem. The recipient_s perception was unsatisfactory; however, no technical problem could be detected. The device investigation showed that the device works as specified. Based on the recipient report the reason for the reduced benefit for the recipient seems to be non-device related. Despite requested no further information has been received. This is a final report.

Event description:
The user's hearing performance was affected. The user was reimplanted.